Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) level was 500 mg/dl. Customer reverted to an alternate form of insulin therapy.